Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 16-mar-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml gablofen at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the actual volume in the pump reservoir is greater than the expected volume. The exact volumes were unknown. It was reported that the last time they went to refill the pump it was "still almost full." The hcp thought that there might be a kink in the catheter. It was reported that the pump was being replaced on (B)(6) 2019 and they may revise or replace the catheter. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019,product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the cause of the volume discrepancy was that the catheter was stretched and was not functioning well. It was the old, original catheter. Surgery on (B)(6) 2019 replaced the pump and catheter. There were no further complications reported at this time.